Manufacturer narrative:
Visual inspection of the catheter showed there was bodily fluid in an around the handle. Both of the potting holes in the distal section were missing adhesive, allowing the device to fill with bodily fluid from the distal section into the handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter handle leaked. During an ablation procedure for ventricular tachycardia (vt), there was "leakage of blood between the handle and knob" of the intellamap orion catheter. It was not possible to determine the specific location of the leak and there was no visible damage to the luer fitting. No error messages were displayed. The pump flow rate was 2 ml/min. The procedure was successfully completed with a new catheter and there were no patient complications.

Event description:
It was reported that the catheter handle leaked. During an ablation procedure for ventricular tachycardia (vt), there was "leakage of blood between the handle and knob" of the intellamap orion catheter. It was not possible to determine the specific location of the leak and there was no visible damage to the luer fitting. No error messages were displayed. The pump flow rate was 2 ml/min. The procedure was successfully completed with a new catheter and there were no patient complications.